Event description:
It was reported that a malfunction alarm occurred. Reportedly pump was in storage mode and not in use, and when caller attempted to power pump back on, pump displayed malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset pump malfunction, and caller planned to attempt reset later when with pump and charging supplies, multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.